Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured between november 18, 2020 - november 19, 2020. H10: the device was received for evaluation. Visual inspection on the returned sample revealed a small amount of fluid inside the bag that contained the sample. The cause of the fluid inside the bag was due to an untightened blue winged luer cap. The blue cap was hand tightened and a functional leak test was performed, and no signs of a leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked "where the line is attached to the infuser". This issue was discovered at the hospital, prior to patient use. The device was filled with benzylpenicillin 10800mg in 240ml sodium chloride. There was no patient involvement. No additional information is available.